Manufacturer narrative:
(B)(4). One sample was received for evaluation. Visual inspection revealed that the tubing was disconnected at the lower y of the clearlink y connector which is located close to the rotating luer lock. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu flo luer activated set separated. According to the report, the double outlet was not working properly. This occurred where the tubing goes into the plastic connector and it just popped out. There was no patient involvement. No additional information is available.